Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with cracked keypad overlay. Unit passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, pump error 25 is confirmed in pump history files and in power graph generated by adapt power management tool due to internal battery incomplete plug in issue. Insulin pump error 63 alarm confirmed in the pump history (variableinfo = 3) due to broken trace at pin#1 at u1 keypad assembly. This (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a power error alarm. The customer was able to clear the alarm and was able to complete the rewind. Ran self test and a pump error occurred. The customer was able to clear the error and the insulin pump passed the second self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.